Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient has been complaining for the last 15 days that he has not been able to hear as usual. The patient was re-implanted.

Event description:
The patient has been complaining for the last 15 days that he has not been able to hear as usual. Re-implantation is considered, a surgery date has not been set.

Manufacturer narrative:
UDI code not available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.